Event description:
Caller states the pt tested 4.0 inr, 3.5 inr, and 3.5 inr on the coaguchek xs system while a comparison lab returned as 2.4 inr. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.